Event description:
Pt reports another one of his pumps (sn (B)(4) due 11/24/2018) is having the same problem as report from (B)(6) 2018, which is the pump indicates blockage in tubing but after inspecting the tubing no blockage found. No other info known. The potential error occurred while in use but did not cause any adverse effects. We are not going to replace pump. Dose or amount: 60 ng/kg/min, frequency: continuous, route: IV. Ndc: (B)(4).